Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the healthcare provider (hcp) that put the ¿tube¿ into the patient¿s spine ¿punctured the hole too big¿ and was leaking spinal fluids. The patient had to go back in to the hospital to patch the hole. It was noted the implanting physician did not respond to patient or revision surgeon calls. The patient had pain at the pump site. It was noted that if the patient touched the pump site, he got a sharp pain that goes to his ribs. The drug being delivered via the device system was morphine.